Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 1000 mg/dl at time of incident. Another blood glucose level was 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with emergency medical services was dispatched, emergency room, hospitalization and manual injection or insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did allege insulin pump was under delivering because of hospitalization and doctor stated insulin pump was under delivering. The insulin pump will be and reservoir will not be returned for analysis.